Event description:
It was reported that the ceramic liner was cracked so the surgeon revised.

Event description:
It was reported that the ceramic liner was cracked so the surgeon revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation as the device was retained by the surgeon. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.